Event description:
It was reported that the patient with this right atrial (ra) lead experienced low heart rates, approximately 30 beats per minute (bpm) and not pacing correctly. The patient was evaluated at a hospital where device assessment was performed, and a representative disabled this ra lead, resulting in an increase of heart rate to approximately 60 bpm. Subsequent evaluation was recommended for lead replacement, and the patient was referred to a specialist for further management. No additional adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this right atrial (ra) lead experienced low heart rates, approximately 30 beats per minute (bpm) and not pacing correctly. The patient was evaluated at a hospital where device assessment was performed, and a representative disabled this ra lead, resulting in an increase of heart rate to approximately 60 bpm. Subsequent evaluation was recommended for lead replacement, and the patient was referred to a specialist for further management. No additional adverse patient effects were reported. This ra lead remains in service. Additional information was received that this ra lead was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.